Manufacturer narrative:
¿Date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-33322. 1627487-2020-33323. It was reported that patient experienced uncomfortable therapy and nerve spasms as well as pain caused by ipg migration. Reprogramming did not resolve the issue. As a result, surgery occurred to explant the system. The date of explant is unknown.